Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 16mm promus premier stent was implanted in the left anterior descending artery (lad). The physician then advanced a balloon catheter through the promus premier stent strut causing stent damage. Another 2.25 x 16mm promus premier stent was used to finish the case. No patient complications were reported and the patient status is fine.